Event description:
It was reported that the lead was capped due to insulation damage, undefined impedance, and threshold changes. No patient complications have been reported as a result of this event.